Manufacturer narrative:
Additional narrative: unknown when screw broke. This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Part of the screw remained in the patient¿s bone; device is not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation.without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the removal surgery for the lc-lcp plate for an unknown reason. During the surgery, the locking screw in question was broken and remained in the patient¿s body. Original implant date unknown. Concomitant device reported: unk plates: lc-lcp(part# unknown; lot# unknown; quantity: 1). This is report 1 of 1 for (B)(4). This report is for an unknown locking screw.